Manufacturer narrative:
Device was received with the retainer still attached to the insulin pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device was received with scratched case, end cap address label fading, and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer declined to troubleshoot for high readings. Customer thought that retainer ring had damage. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.